Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No similar complaints were found. A review of trending data for the architect c systems, found no related product issues or adverse trends. Labeling was reviewed and found to be adequate. The c4000 service manual provides sufficient labeling with regard to moving the c4000 including door and entry requirements the unpacking instructions include a lifting hazard warning and states the processing module is unwieldy and at least 2 people should slowly roll and guide the processing module down the ramp to the floor. The c4000 with the skins removed requires a 34.7 inches (88.1 cm) wide opening. The rsh comes mounted on the instrument and should not be removed. Based on the results of this investigation, the cut sustained by the customer was accidental. Neither a malfunction nor a deficiency of the architect c4000 is identified.

Event description:
The customer received a tetanus shot. A customer's right index finger was cut on the rsh of architect (B)(4) when attempting to assist an abbott fse and ambassador and two site facility employees move the analyzer through a door opening during a planned move. The analyzer had been decontaminated and the analyzer's covers were removed so it could fit through the door. At the last moment the customer decided to assist and slid his hand along the rsh and sustained the cut on the right index finger. The cut was less than a quarter inch in length and occurred between the base of the finger and the first knuckle on the palm side of the finger. No stitches were necessary and the cut healed up nicely. The instrument was set up in the main laboratory temporarily. When the correlations with the new analyzer were finished, the instrument was to be moved to it's permanent place. The covers were removed on the analyzer to get it through the doorway. In the process of pushing instrument through door opening, an employee at the last moment decided to assist. He placed his hand on the rsh and slid his hands along the rsh which is how he cut his finger. He was just trying to help. Three additional people were already helping with the move.